Manufacturer narrative:
The device has not been returned. If/when the device is returned, an investigation will be completed and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed due to failure of osseointegration. The implant was placed on(B)(6) 2023 on tooth number 2. Unknown if the implant had been removed. The bone type of patient is ii. No further information has been provided.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the stock product for hahn tapered implant lot#6115624 is not applicable for review since the issue is customer related. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot#6115624 and found no additional product in stock to review. Investigation methods/results. The device was returned but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 10 mm (70-1154-imp0005) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implat surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space.". IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is type ii. The device was implanted on (B)(6) 2023. On (B)(6) 2023, the patient presented with pain, swelling, and inflammation. At that time, the device was explanted due to lack of primary stability.